Event description:
The caller states that when using the device with a patient in it, the left leg comes up off of the ground. The caller states that when they use the lift with no patient in it, the left leg stays flat on the ground.